Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed based on the review of the archive data and during functional testing. The root cause of fault 16 was a seized brake gap caused by the corrosion on the brake housing area of the drivetrain motor, likely attributed to the rusted/corroded brake assembly area caused by blood ingress, as mentioned by the customer. The archive data was reviewed and revealed multiple fault code 16 around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. Upon internal inspection, zoll observed that the channel die-cast was heavily contaminated by fluid, and a lot of fluid ingress resulted in corroded/damaged top cover metalized coating. The drive train motor has rusted/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion and will prevent the brake from opening or closing during activation. This will cause the autopulse to fail to execute the take-up due to fault code 16. The ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning, the brake gap inspection was performed, and it was verified that the brake gap was within the specification. Due to significant blood ingress, the channel die-cast, top cover, front, and bottom enclosures were replaced to remedy the issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number: (B)(6).

Event description:
During the patient call, the autopulse platform (sn: (B)(6) was exposed to blood, potentially entering the side vent, and is now displaying fault 16 (timeout moving to take-up position) message. The patient's status information was requested but the customer did not provide a response.